Manufacturer narrative:
(B)(4).

Event description:
The pt was unable to adjust stimulation because his implantable neurostimulator (ins) was in a power on reset condition. The ins was charged up to 3/4 full and the power on reset condition was cleared. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.